Event description:
It was reported, the patient presented to the emergency room with complaints of fatigue, and discomfort. Upon interrogation, it was discovered, the right ventricular lead had dislodged under x-ray. There was no capture, high pacing impedance. And the patient experienced bradycardia. A temporary lead was placed for immediate cardiac support. And a leadless system was implanted the following day. The patient was stable.